Event description:
It was reported that insulin squirted out after the motor stopped and the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device was received with scratched lcd window and broken belt clip slot.